Event description:
Additional information was received indicating the lead was successfully explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements. Additionally, oversensing was noted with resulted in inappropriate atrial tachycardia response episodes. The patient had reported feeling palpitations. At a later follow-up, approximately a year and a half later, loss of capture and undersensing were observed. It was noted that amplitude measurements could not be obtained. An invasive procedure was performed to revise the lead. The physician was able to pull the lead to the right atrial/superior vena cava junction, however it became stuck. The lead was capped and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating a procedure was planned to remove the remaining portion of the lead. Should additional information become available this report will be updated.